Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pacer dependent patient experienced occasional dizziness which would last a couple of minutes. The right ventricular lead exhibited multiple noise episodes, the lead was successfully capped and replaced. The patient was fine during and post procedure.